Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event - unknown/not provided. (B)(4). Field service specialist (fss) visited the account after the events. Could not confirm on the system checkout. Fss performed the following, oscillator health check and bi-stability checkout, auto correlation, and beam profile, full system alignment throughout laser engine and deliver system with no issues found. System meets factory specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported that approximately 4 eyes presented with transient light sensitivity syndrome (tlss) about 2 months ago. The eyes were treated with topical steroids drops. There was no information on if the eyes were bilateral cases or what exact drop protocol was used. Patients only complained of photophobia. No loss of best corrected visual acuity. Surgeon reported no changes to the laser energy settings was done. This is report 4 of 4.